Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that her blood glucose exceeded 600 mg/dl last night; the customer smelled insulin and discovered that her reservoir snap cap was uneven which caused a reservoir leak. The customer treated via manual insulin injection. The customer noted that the insulin pump was exposed to moisture; however, the customer did not note any alarms due to the moisture. A self test was performed and the insulin pump passed. The insulin pump was not returned or replaced.